Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric septation laparoscopic procedure, the surgeon was able to press the green button, but unable to squeeze the handle. The device did not fire and got locked on tissue. The surgeon pulled the flap to open the reload. Another reload was used to complete the case. There was no patient injury.